Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The touchscreen monitor was replaced. The system was tested and found to be working as intended and replaced back into service.

Event description:
It was reported that the touchscreen on the system 9800 was not operable. No adverse patient involvement reported.